Manufacturer narrative:
The device was received for investigation. It was confirmed to be leaking at the stopcock joint. The root cause of the malfunction was due to a manufacturing operator error, not enough glue was applied on the stopcock joint during the assembly process. Due to reports of similar issues, the product design is being reviewed through dhf0155 to address this issue. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements.

Event description:
During the pre-use check, the leakage was found. This product was not used for the operation. The operation was completed successfully using another product. No injury was reported to the patient.